Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue and that the battery compartment was cracked and the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: one unexplained pump reboot event was observed in the black box on (B)(4) 2014 at 19:27 and one pump reboot associated with a cartridge change on (B)(4) 2014 at 23:42. The battery cap was not returned with the pump. The battery compartment was cracked from the threads to the case seal. A new test battery cap was able to carefully attach to the pump and was used to complete 24 hour duration testing. No power interruptions were duplicated during the test. No evidence of internal moisture or damage to the power circuit was found. Unrelated to the power complaint, the display screen was observed to have a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.